Manufacturer narrative:
This report is submitted on september 13, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in the decision to remove the abutment and the implant on (B)(6) 2017.